Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported event; the programmer passed incoming functional testing, however, there were two new lem (link electronic module) printed circuit board errors found in the programmer error logs. Analysis found cracking solder on the ECG (electrocardiogram) connector. It was noted the keyboard latch was broken. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer was freezing and re-booting often. The programmer has been returned for repair. No patient complications have been reported as a result of this event.